Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that in this right atrial (ra) lead was not successfully implanted due to unmet parameters of the lead. This lead was never in service and a new ra lead was placed. No adverse patient effects were reported.